Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the severely tortuous and severely calcified below the knee artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a different device. There were no patient complications nor injuries reported.